Manufacturer narrative:
Internal reference (B)(4).

Event description:
It was reported that after a thr performed on (B)(6) 2022, the patient had an infection. A revision surgery was addressed to explant all the implants (oxonium fem hd 12/14 32 mm +4, r3 20 deg xlpe acet lnr 36 mm x 52 mm, r3 0 hole ha ctd acet shell 52 mm, ref interfit thrd hole cover and polarstem stem lat.ti/ha 1 non-cem) and insert cement spacers. Further information is unknown at the moment.

Manufacturer narrative:
It was reported that after a thr performed on (B)(6) 2022, the patient had an infection. A revision surgery was addressed to explant all the implants (oxinium fem hd 12/14 32mm +4, r3 20 deg xlpe acet lnr 36mm x 52mm, r3 0 hole ha ctd acet shell 52mm, ref interfit thrd hole cover and polarstem stem lat.ti/ha 1 non-cem) and insert cement spacers. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. So, the mentioned failure mode can not be confirmed. A review of the production documentation did not show any deviations from the standard manufacturing procedure. The performed complaint history review for the complaint device revealed no previous complaints for the same batch. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of the device labeling revealed that the IFU (lit. No. 12.23 ed. 03/21) states infections of the component as a ¿potential adverse device effects¿ in combination with the implantation of a hip prosthesis. As the requested clinical documentation has not been provided, no clinical factors were found which would have contributed to the infection. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for corrective action because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.